Event description:
High impedance (open circuit) measurements in unipolar mode was reported. The impedance data was good in bipolar mode for all electrode configurations. The clinical status of the pt was good in unipolar mode. The physician decided to replace the stimulator because the pt lives far away from the hospital and the potential that technical problems (electromagnetic interference) could occur. The stimulator was replaced. No pt injury was reported. The pt status after replacement was good.